Event description:
A malfunction alarm was reported with a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. The technical support team informed the customer that the pump needed to be replaced, and arrangements were made for a replacement pump to be sent.